Manufacturer narrative:
The exposed portion of soft cannula was observed to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Small crack was observed on the top housing. It could not be determined when this crack had occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated by applying a new pod.